Event description:
The contact is a home health nurse. On her first visit to a pt's home, she noticed the pt's meter set in mmol/l. The nurse was able to reset the meter to mg/dl with assistance. The pt did not adjust medication or allege any adverse events due to the mmol/l readings. No product will be returned for evaluation.